Event description:
Male pt. Underwent a removal of implantable cardioverter-defibrillator with laser lead extraction of an existing fractured vvi lead a few years ago. The pt. Had his aicd implanted thirteen years ago following a syncopal episode and documented sustained ventricular tachycardia. The lead fracture at that time was discovered on routine analysis in follow up. The pt. Received a shock, which was inappropriate. On this occasion, routine follow up again revealed lead fracture, but no inappropriate shocks were delivered. The pt. Was brought to the operating room for lead replacement because of recalled and failing medtronic defibrillator lead. A stylet was passed down the existing recall lead and the active fixation device. Under fluoroscopic guidance, using gentle constant traction and some rotational torsion, we were able to remove this lead in its entirety. Upon visual examination, the lead showed no visible breaks.